Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the deep vein. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, aspiration was lost the second time it was initiated. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good. It was further reported that the device continued to pump/infuse saline when aspiration was lost and system shutdown and stopped all activity.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. Inspection of the device presented no damage or irregularities to the boot, pump assembly, or device. There was fluid present inside the device but the waste bag had no fluid, it was still new and not used. Indicating that the device never primed. Functional testing was performed by placing the device in the angiojet ultra console. Testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy mode and in power pulse mode. The device ran within normal range, without any leaks from the pump assembly, or device and without any console errors/alarms. During power pulse mode there was no issues and no fluid flowed into the attached waste bag. During functional testing there was no aspiration issues.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the deep vein. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, aspiration was lost the second time it was initiated. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.